Event description:
It was reported that a patient underwent a left orchiectomy on (B)(6) 2013 and a drain was inserted close the spermary through the groin. Three days post operative, the surgeon was unable to remove the drain. The surgeon left the drain in place at that time. On (B)(6) 2013, it was noted that the drain was broke. An x-ray confirmed that a 10 centimeter piece remained in the patient. The patient underwent a reoperation on (B)(6) 2013 to have the fragment removed. The surgeon opines that there is a possibility that the drain was damaged when suturing the dermal layer.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.